Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a crack at 16 mm from the distal end of the probe. The ptfe pad was partially bent and separated. There was no missing. There was a scratch on the distal end of the ptfe pad. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. Based on the evaluation, the ptfe pad might be partially bent and separated since the excessive load was applied to the ptfe pad when coming in contact between the grasping section of the subject device and the other device. The ultra-sound activation error might be caused by the crack on the probe. It is known that the crack of the probe might be caused by excessive load applied to the probe due to activation while holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue. The instruction manual of the subject device already states; *do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. *do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.

Event description:
During a laparoscopic cholecystectomy, ultra-sound activation error occurred.the intended procedure was completed with another device. No patient injury was reported. On november 10, 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was partially separated.